Event description:
The customer opened the foil and saw that the content of the cells came out [device leakage]. Case narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative via product quality group. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare flexible use), device lot number t48946, expiration date aug2020, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient opened the foil and saw that the content of the cells came out. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: a brief summary of this citi / summary investigation is listed below: reasonably suggest device malfunction was yes. Severity of harm was s3. Complaint class: product appearance. Complaint sub-class: heat cells damaged/leaking. Related to potential ae: no. Site sample status: photos received. Batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-(B)(4) retain sample inspection form documented the retain evaluation performed on 26-mar-2019 for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking received at the (B)(4) site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is (B)(4) for this batch, the upper control limit (ucl) is (B)(4) complaint trending guideline, effective 05-feb-2019. There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products trending graph flexible use xl cells damaged 06/28/2017 to 06/28/2019. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following citi customizable search was performed: scope: date contacted: 06/28/2017 through 06/28/2019/manufacturing site: pfizer (B)(4)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The citi customizable search returned a total of seven complaints for flexible use xl products during this time period for the class/subclass. None of the seven complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products trending graph flexible use xl cells damaged 06/28/2017 to 06/28/2019. Return sample evaluation: the physical sample is being sent back to the site to help assist with the complaint investigation. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23-apr-2019, version 5.0. Please evaluate for MDR. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the reported device leakage has been identified prior to use of the device and the consumer did not use the device. No adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the reported device leakage has been identified prior to use of the device and the consumer did not use the device. No adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term]: the customer opened the foil and saw that the content of the cells came out [device leakage]. Narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative via product quality group (pqc). A patient of unspecified age and gender started to use thermacare heatwrap (thermacare flexible use xl) (device lot number t48946, expiration date aug2020) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient opened the foil and saw that the content of the cells came out. It was further reported that a damaged/leaking patch was detected by the patient. The patient did not use the product though. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the pqc group: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking received at the site requiring an evaluation for this batch. The previous complaints were not confirmed to have manufacturing related root cause of cells damaged/leaking. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products. After the investigative process it was concluded that the most probable root cause is tier 1 equipment tier 2 other with contributor factor method. Contamination of chemistry premix can blocked the bottom film tracking sensor and prevent the sensor to correct the tracking issue. This would create a scenario that can potentially expose the forming plates/screens, allowing brine solution and chemistry premix to be dosed into the pockets of the forming plates/screens. Thus creating accumulation in the platens (forming plates and screens) preventing the formation of cells. Because the cells were not able to form, it prevented the top and bottom films to obtain the temperature required to melt together when passing through the seal roll. Consequently, the sealing process was not completed and created the cell pack leakage defect. Contributor factor was identified as method because during the manufactured of batch t48946, no procedure/form was implemented to inspect for buildup in platens (forming plates/screens). As process control, in process quality checks every ten (10) minutes of production uptime were performed. The require amount of in process quality inspections for batch released were performed. Currently the frequency of the in-process attribute quality inspections increased from ten (10) minute to six (6) minutes and the variable quality inspection increase from twenty (20) minutes to eighteen (18) minutes. In addition hourly inspections are conducted to inspect for proper brine dispensing, stray chemistry, build - up in platens and seal roll cleanliness. No trend was identified from the four (4) queries conducted to check for repeated deviations. A potential impact to the quality of the product was identified for batch t48946 because this incident is not an isolated event. This investigation is the second full complaint investigation conducted under sub class cell damaged/leakage. If no formation of cells is present, the content of the wraps will disperse through the wrap preventing the bottom and top sheet/film to adhere causing the wrap to leak. Corrective and preventive actions: to incorporate an alarm for the bottom film dvt camera to inspect platens for accumulation of chemistry when holes are detected within the bottom film. This will notify technicians to inspect the platens to ensure no build-up is present. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity level was classified as s3 (serious). Additional information received from pqc group on 18dec2019 includes: two batches identified in the scope of this incident (t73713 and t48946) were manufactured consecutively and impacted from one equipment setup where manufacturing issues occurred that are known to cause a device malfunction, specifically heat cell damage and leak. The use of leaking/damaged heat cell wrap poses a potential risk to the heat cell ingredients coming in direct contact with the skin which could cause skin injuries such as burns/blisters and/or skin irritation on the wrap applied area. It is possible that the leakage of the black-colored granular heat cell content to the outside of the wrap be detected by the consumer and he/she may refrain from use of the product. A decision has been made to recall batches t73713 and t48946 based on analysis of returned wrap, confirming a manufacturing defect with the potential to cause harm, cells leaking/damaged is listed as a severity of at least s3 based on the risk to cause a burn. Complaint rate exceeded threshold of 14 cpm for the defect of cells damaged leaking in these batches manufactured consecutively. The recommendation of recall, to the wholesale level, has been made by the joint venture of gsk and pfizer consumer health to pfizer who remains the marketing authorization holder for the german, swiss and austrian markets. Follow-up (27jun2019): new information received from the product quality complaint group includes: event details. Follow-up (13sep2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (22nov2019, 04dec2019 and 06dec2019): new information received from product quality complaint group included: investigation results and trade name updated to thermacare flexible use xl. Follow-up (18dec2019): new information received from product quality complaint group included: investigation results. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00203 and MFR report number 1066015-2019-00522 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00203. MFR report number 1066015-2019-00522 is to be considered as deleted. Follow-up attempts have been completed. No further information is expected., comment: based on the available information, the reported device leakage had been identified prior to use of the device and the consumer did not use the device. No adverse event was associated with the use of the device. A causal relationship between the device and the device leakage cannot be ruled out. The review of the lot/batch records identified quality defects which were investigated. There is a potential risk of device malfunction, specifically heat cell damage and leak, which could cause skin injuries such as burns/blisters. A decision has been made to recall batches t73713 and t48946 based on analysis of returned wrap. The recommendation of recall, to the wholesale level, has been made by the joint venture of gsk and pfizer consumer health to pfizer who remains the marketing authorization holder for the german, swiss and austrian markets.

Manufacturer narrative:
According to the pqc group: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the second complaint for the sub class cells damaged/leaking received at the site requiring an evaluation for this batch. The previous complaints were not confirmed to have manufacturing related root cause of cells damaged/leaking. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products. After the investigative process it was concluded that the most probable root cause is tier 1 equipment tier 2 other with contributor factor method. Contamination of chemistry premix can blocked the bottom film tracking sensor and prevent the sensor to correct the tracking issue. This would create a scenario that can potentially expose the forming plates/screens, allowing brine solution and chemistry premix to be dosed into the pockets of the forming plates/screens. Thus creating accumulation in the platens (forming plates and screens) preventing the formation of cells. Because the cells were not able to form, it prevented the top and bottom films to obtain the temperature required to melt together when passing through the seal roll. Consequently, the sealing process was not completed and created the cell pack leakage defect. Contributor factor was identified as method because during the manufactured of batch t48946, no procedure/form was implemented to inspect for buildup in platens (forming plates/screens). As process control, in process quality checks every ten (10) minutes of production uptime were performed. The require amount of in process quality inspections for batch released were performed. Currently the frequency of the in-process attribute quality inspections increased from ten (10) minute to six (6) minutes and the variable quality inspection increase from twenty (20) minutes to eighteen (18) minutes. In addition hourly inspections are conducted to inspect for proper brine dispensing, stray chemistry, build - up in platens and seal roll cleanliness. No trend was identified from the four (4) queries conducted to check for repeated deviations. A potential impact to the quality of the product was identified for batch t48946 because this incident is not an isolated event. This investigation is the second full complaint investigation conducted under sub class cell damaged/leakage. If no formation of cells is present, the content of the wraps will disperse through the wrap preventing the bottom and top sheet/film to adhere causing the wrap to leak. Corrective and preventive actions: to incorporate an alarm for the bottom film dvt camera to inspect platens for accumulation of chemistry when holes are detected within the bottom film. This will notify technicians to inspect the platens to ensure no build-up is present. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The severity level was classified as s3 (serious). Additional information received from pqc group on 18dec2019 includes: two batches identified in the scope of this incident (t73713 and t48946) were manufactured consecutively and impacted from one equipment setup where manufacturing issues occurred that are known to cause a device malfunction, specifically heat cell damage and leak. The use of leaking/damaged heat cell wrap poses a potential risk to the heat cell ingredients coming in direct contact with the skin which could cause skin injuries such as burns/blisters and/or skin irritation on the wrap applied area. It is possible that the leakage of the black-colored granular heat cell content to the outside of the wrap be detected by the consumer and he/she may refrain from use of the product. A decision has been made to recall batches t73713 and t48946 based on analysis of returned wrap, confirming a manufacturing defect with the potential to cause harm, cells leaking/damaged is listed as a severity of at least s3 based on the risk to cause a burn. Complaint rate exceeded threshold of 14 cpm for the defect of cells damaged leaking in these batches manufactured consecutively. The recommendation of recall, to the wholesale level, has been made by the joint venture of gsk and pfizer consumer health to pfizer who remains the marketing authorization holder for the german, swiss and austrian markets.